Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/30/2017. A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: capsular contracture - potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Cancer - there have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants.

Event description:
Patient reported left side capsular contracture, baker grade iii, and being diagnosed with "cancer," specified as "pancreatic cancer." Healthcare professional reported the patient's "death." Device remains implanted.